Manufacturer narrative:
Isi has not received the part involved with this complaint. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 281 occurred during surgery. An intuitive surgical inc. (Isi) field service engineer (fse) was present at the customer site when the issue occurred. The fse tried to troubleshoot the issue, but the issue persisted. At that time, the surgeon decided to convert to another davinci and completed the procedure with no reported injury. The fse replaced the remote arm controller (rac)1 after the procedure was completed. The system was tested and verified as ready for use.

Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
4307 - additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, and h10. The unit was returned for failure analysis and the reported failure was replicated. The remote arm controller (rac) was installed and tested in the printed circuit assembly (pca) test system. Startup failed with error 25588, meaning that the power up self-test failed the current loop response test. The rcm has failed. Rac: the rac refers to the printed circuit board that receives signals from the rac control module (rcm) which performs all of the control, monitoring, communications, and upper-level safety functions. This event remains reportable due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.